Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report # 1016427-2008-00072 and 9616099-2008-00658.

Event description:
During a carotid stenting procedure, the patient's blood pressure dropped to the 80s after the precise stent was placed, and then declined further to the 60s after post-dilatation. Dopamine was administered via IV, and blood pressure recovered to normal (detail unk). The patient was 68 year old male. The target lesion was carotid artery (side unk). Blood pressure pre-procedure is unk. There is no information regarding the target vessel characteristics. There was no difficulty accessing the lesion with a guidewire. It is unk if the lesion was pre-dilated. There was no dissection. There was no difficulty placing the stent at the lesion. It is unk if the stent was post-dilated. It is unk if there was any debris in the basket of the angioguard distal protection device when it was removed. There is no information as to when the blood pressure dropped following stent placement. The angioguard was placed when the event occurred. The lesion was successfully treated. The patient is in stable condition.